Event description:
Pt experienced sudden onset cardiac arrest. During resuscitation efforts, external pacer did not function properly.

Event description:
Staff nurse connected pt to a defibrillator/monitor and then had the lifepak 9p brought to the pt's room due to its external pacing capabilities. Pt remained connected to the first defibrillator/monitor but had the lifepak 9p used for external pacing only. With the pt being connected to the first monitor (and not the lifepak 9p monitor) it appeared as if the pacer was malfunctioning as the lifepak 9p did not indicate any increase in pacing current. After inspection by the hospital's biomed engineer, it was determined the lifepak 9p experienced a random component failure.